Event description:
Tip of the harmonic scalpel broke off during laparoscopy, but was successfully retrieved causing no harm to the patient. Broken piece was recovered with no harm to the patient. No indication from operative report of anything that contributed to the break.